Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 40 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their partner, who provided a glucose injection to address bg. Tandem technical support (cts) confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.